Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and the usb cable could not be used to charge the pump. Replacement cable was sent to the customer. There was no reported impact to customer¿s blood glucose level.